Event description:
A male patient underwent aaa repair in 2007. The procedure went as labeled but final angiography revealed that the ipsilateral iliac leg graft was occluding the right internal iliac artery. No additional devices were placed.

Manufacturer narrative:
Evaluation: this event is still under investigation.